Manufacturer narrative:
The attached (B)(4) was received from the intermacs registry. The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the intermacs registry on (B)(6) 2014 indicating that "clinical events suspicious for lvad thrombus. Patient not a candidate for thrombolytics or exchange". Information obtained by the manufacturer indicated that the patient expired on (B)(6) 2014 due to end stage heart failure. The cause of death was likely related to suspected thrombus. The patient had 3 previous lvad exchanges. The patient started having worsening symptoms and a fourth exchange was not an option.

Manufacturer narrative:
Additional information (lvad not explanted) the report of suspected pump thrombus could not be confirmed through this evaluation as the device was not returned; however, the heartmate ii lvas instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating that the lvad was not explanted.